Event description:
Information was received from a foreign patient receiving unknown medication via implanted infusion pump. It was reported that the patient was having difficulties giving their bolus. The phone seemed to have issues processing it and was getting stuck. After deleting the data in the pds storage the device worked smoothly again. No further delay in bolus processing. No further information was provided. Additional information was received from a company representative (rep) reporting that the serial number for the pump and software version of the a820 was unknown. Communication with the patient was difficult due to language barrier and compliance.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, software version: unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H7 and h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.